Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported "the unit is not reading right". There was no specific detail as to which measurement was not "reading right," and no further details were provided. Customer additionally reported that a masimo representative was onsite and on-hand, working together with the customer respiratory therapist at that time. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event., corrected data: (unique identifier #) updated from a blank field to "(B)(4)."